Event description:
Reportedly during the follow-up dated 21 jun 2016, the time to eri displayed by the programmer was 24 months and the battery impedance was 4.32 kohms. At the next follow-up dated 13 dec 2016, the time to eri was 9 months and the battery was 6.96 kohms. The physician suspected an abrupt battery curve increasing.

Event description:
Reportedly during the follow-up dated (B)(6) 2016, the time to eri displayed by the programmer was 24 months and the battery impedance was 4.32 kohms. At the next follow-up dated (B)(6) 2016, the time to eri was 9 months and the battery was 6.96 kohms.the physician suspected an abrupt battery curve increasing.